Event description:
It was reported that during iabp therapy, the pump began experiencing "circuit leak" alarms at 10 minute intervals. The pump was exchanged, but the alarms continued. The iab was removed from the pt and replaced. There were no pt complications.